Event description:
This report is filed for the difficult to remove the clip delivery system (cds 41003u253) into the steerable guide catheter (sgc 40911u201). This has potential for injury. It was reported that two mitraclips were implanted on (B)(6) 2013 in the patient with mitral regurgitation (mr) reducing the mr from 4 to less than 1. In (B)(6) 2014, the patient was noted to have recurrent mr of 3. Regurgitant jets were noted lateral to the implanted mitraclips due to further degeneration of the mitral valve. A second mitraclip procedure was performed on (B)(6) 2015. After the mitraclip steerable guide catheter (sgc 40911u201) and clip delivery system (cds 41003u253) were advanced to the left atrium, it was noted that the transseptal puncture was too low and anterior. The sgc and cds were removed from the anatomy. The clip got stuck on the steerable guide catheter (sgc) soft tip when the clip delivery system (cds) was being retracted from the anatomy. The cds was repositioned and successfully removed through the sgc; however, the tip of the sgc became torn from the interaction with the clip. The sgc was noted to have an s-curve on the shaft and the soft tip was oval shaped. The sgc shaft curve was thought to be due to the left groin access. The cds was tested outside the anatomy and it was noted that the clip would not open. A second transseptal puncture was performed and cds 41001u237 was deployed with an mr of 1.

Manufacturer narrative:
(B)(4) event description continued: after the sgc and cds were removed from the anatomy, the anterior medial leaflet came out of the deployed mitraclip (41001u237) and mr returned to 3. The single leaflet attachment was thought to be due to the fragile leaflets/degenerated tissue and not enough leaflet tissue to grasp. A new sgc and cds 41111u256 were inserted and the clip grasped both leaflets. Before deployment of clip 41111u256, a duct occluder was inserted, then clip 4111u256 was deployed, followed by deployment of the duct occluder, but mr remained the same. The patient was extubated. No additional information was provided. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter and the clip delivery system (cds 41001u237) referenced are filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty opening the clip was confirmed via returned device testing. It is possible that because of the interaction between the clip and guide tip during removal, the inner components of the clip assembly became slightly damaged and therefore caused the failure to open the clip after it was removed from the patient. The reported difficulty positioning the device could not be replicated in a testing environment, as it was related to operational/procedural circumstances. The difficulty removing the clip delivery system (cds) / clip caught on guide tip was not confirmed via device testing. Difficulty retracting the clip into the guide tip may be influenced by procedural conditions/user technique, such as unintended curves on guide tip, the clip not being fully closed upon removal, the orientation of the clip with respect to the tip, the user retracting the clip too quickly, or manufacturing anomalies. It is likely that the user, not fully closing the clip arms upon the initial retraction attempt, caused the clip to get caught on the tip of the steerable guide catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The device issues appear to be related to procedural conditions.